Event description:
It was reported during the implant of this 26mm medtronic transcatheter aortic bioprosthetic valve (tav), due to the patient's size, the appropriate valve size was limited to a 26mm medtronic valve. The valve was implanted within an existing and failed 23mm non-medtronic (trifecta) valve at an implant depth of 3mm on the non-coronary cusp and 4mm on the left coronary cusp. Following implant of the valve, the inflow portion of the valve frame was constrained; however, the gradient was 10mm hg. A post-implant balloon dilation was performed in an effort to provide the patient with the biggest effective orifice area possible. A guidewire recrossed the valve and unknowingly went through the valve frame. Once the 22mm non-medtronic (true) dilatation balloon was advanced, it got stuck in the frame of the valve. When attempting to remove the balloon, the valve dislodged and embolized to the ascending aorta and began to spin around. Using two snares, the valve was held in place and a new tav was implanted within the failed non-medtronic (trifecta) valve. A post-dilation was not performed. The snared valve was pulled up to the transverse arch where it anchored into place and di d not obstruct the great vessels. The procedure was delayed approximately three hours; however, no complications were observed and the patient remained stable throughout the procedure. In the overnight hours, within the first few post-operative days, the malpositioned valve wedged within the transverse arch embolized and moved back down into the ascending aorta where it began to spin and float "back and forth". The decision was made to take the patient to surgery to remove the floating valve and give the patient a root enlargement and larger surgical aortic valve because of the patient's body habitus and the patient-prosthesis mismatch the patient experienced. The patient was stable. Additional information was received that the first tav migrated to the ascending aorta one day post-implant. It was reported that the planned surgery had not yet occurred.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6 to reflect the valve remains implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that due to patient's small anatomy, both valves that were implanted caused the patient to experience patient-prosthesis mismatch. The decision was made to send the patient into surgery to remove the dislodge valve and give a root enlargement with a larger surgical aortic valve.

Event description:
It was reported during the implant of this 26mm medtronic transcatheter aortic bioprosthetic valve (tav) (B)(6), due to the patient's size, the appropriate valve size was limited to a 26mm medtronic valve. The valve was implanted within an existing and failed 23mm non-medtronic (trifecta) valve at an implant depth of 3mm on the non-coronary cusp and 4mm on the left coronary cusp. Following implant of the valve, the inflow portion of the valve frame was constrained; however, the gradient was 10mm hg. A post-implant balloon dilation was performed in an effort to provide the patient with the biggest effective orifice area possible. A guidewire recrossed the valve and unknowingly went through the valve frame. Once the 22mm non-medtronic (true) dilatation balloon was advanced, it got stuck in the frame of the valve. When attempting to remove the balloon, the valve dislodged and embolized to the ascending aorta and began to spin around. Using two snares, the valve was held in place and a new tav (B)(6) was implanted within the failed non-medtronic (trifecta) valve. A post-dilation was not performed. The snared valve was pulled up to the transverse arch where it anchored into place and did not obstruct the great vessels. The procedure was delayed approximately three hours; however, no complications were observed and the patient remained stable throughout the procedure. In the overnight hours, within the first few post-operative days, the malpositioned valve wedged within the transverse arch embolized and moved back down into the ascending aorta where it began to spin and float "back and forth". The decision was made to take the patient to surgery to remove the floating valve and give the patient a root enlargement and larger surgical aortic valve because of the patient's body habitus and the patient-prosthesis mismatch the patient experienced. The patient was stable.

Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: brand name: evolut fx plus valve; medtronic product ID: evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; full UDI#: (B)(4); manufactured date: 2025-06-05; use by date: 2027-06-05; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.